Manufacturer narrative:
The evaluation revealed all broken t2 locking screws to be primary products. Technical investigation: no deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed; the provided screws were completely broken in the shafts. All breakage surfaces were inspected in non-destructive manner. Macroscopical inspection revealed slight lines of rest and no plastic deformation on all breakage surfaces indicating fatigue fracture. General aspects: the locking screws in question are temporary implants which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implants are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, overload. Generally the risk of a breakage will increase with the increase of load cycles and load level. Screw breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. One requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. A third requirement is a timely bone healing in order to relieve the implant permanently during the period of implantation. With available information implant breakage(s) had occurred after an implantation period of approx. 12 months. Clinical evaluation summary: pseudarthrosis in tibia diaphysis; the screws broke due to non-consolidation, which did not relieve the nail, contributed by continued mechanical loading; regular follow-up would have identified impaired healing at an earlier stage; appropriate measure could have been implemented in a timely manner. The surgeon¿s instruction regarding post-operative weight bearing and regarding regular follow-up remained unknown. The IFU lists unstable fractures, postoperatively loads in combination with full weight bearing, delayed bone healing as adverse effects and contraindications. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. From technical point of view the locking screws broke in fatigue fractures after an implantation period of approx. 12 months. Follow-up examinations within this period were not provided. Fatigue fractures were caused by overload caused by impaired bone healing contributed by permanent load application. In case further information, e.g. Relevant clinical information, should become available we reserve the right to update the investigation and to change the root cause. A product deficiency was not verified.

Event description:
Screws of tibia nail broken.

Event description:
Screws of tibia nail broken.

Manufacturer narrative:
The evaluation revealed all broken t2 locking screws to be primary products. Technical investigation: no deviations were found during review of the manufacturing and inspection documents (DHR). The screws returned were documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The reported event was confirmed; the provided screws were completely broken in the shafts. All breakage surfaces were inspected in non-destructive manner. Macroscopical inspection revealed slight lines of rest and no plastic deformation on all breakage surfaces indicating fatigue fracture. General aspects: the locking screws in question are temporary implants which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implants are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, overload. Generally the risk of a breakage will increase with the increase of load cycles and load level. Screw breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities - a screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. One requirement is that the implant must not be damaged during and after insertion. Surface damages reduce the implant¿s durability significantly. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or overweight or other stresses. With available information implant breakage(s) had occurred after an implantation period of approx. 12 months. Clinical evaluation: a clinical evaluation was not possible because no medical x-rays and / or operation reports were available. It could not be determined if the locking screws had been placed in appropriate manner. Suitable bone reduction resp. The course of bone healing could not be verified due to the same reason. The surgeon¿s instruction regarding post-operative weight bearing remained unknown. The IFU lists unstable fractures, postoperatively loads in combination with full weight bearing, delayed bone healing as adverse effects and contraindications. Review of complaint history, CAPA databases, labelling and risk analysis did not identify any discrepancies. There were no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. From technical point of view the locking screws broke in fatigue fractures after an implantation period of approx. 12 months. With given information a real root cause could not be determined. In case further information, e.g. Relevant clinical information, should become available we reserve the right to update the investigation and to change the root cause. A product deficiency was not verified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screws of tibia nail broken.